Event description:
The quality control (qc) test was performed and the results were high. Previous patient samples were repeated. The patient repeats were outside of the limit of acceptability. The reagent lot and calibrator in use were considered. The reagent lot was replaced and the issue was resolved using the same calibrator. No patients were harmed.======================manufacturer response for advia centaur xp system, advia centaur (per site reporter).======================unknown.